Event description:
As reported, the "release knob" of a 5f exoseal vascular closure device (vcd) automatically changed to black (there was no release knob being pushed in the process), and the color then returned to normal. The release button had very great resistance and the plug core cannot be released. Manual pressure was applied. There was no reported patient injury. The release knob changed to black and the color then returned to normal, and the spout continued to spurt blood. Continuing to retract the blocker to the slow reduction of blood spurt termination (the process of the release button color has been white, cannot provide release information) here slightly adjust the position, after the procedure, the femoral artery puncture point was blocked, using an exoseal. During the blocking process, a 5f unknown sheath was used. The procedure was a hepatic arteriography and transcatheter hepatic artery embolization. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) automatically changed to black (there was no deployment button being pushed in the process), and the color then returned to normal. The deployment button (lever) would not depress at all. Manual pressure was applied. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, and there was no damage noted with the indicator window. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and the window changed to black-black while pulsatile blood flow was still observed and then returned to normal. When depression of the button was attempted, the button would not depress at all. The indicator window was not showing solid black at this time, but it did show red color during retraction. The device was attempted to be deployed outside the patient¿s body, and the button could be depressed by applying a large force. After the procedure, the femoral artery puncture point was blocked, using an exoseal. A 5f non-cordis sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, and access vessel tortuosity was mild. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was a hepatic arteriography and transcatheter hepatic artery embolization with a retrograde approach used. The patient's body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18401548 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window incorrect indication and deployment lever (button) frozen/locked" could not be evaluated. With the information provided and without the return of the device, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event, as well as other patient comorbidities. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) automatically changed to black (there was no deployment button being pushed in the process), and the color then returned to normal. The deployment button (lever) would not depress at all. Manual pressure was applied. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, and there was no damage noted with the indicator window. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and the window changed to black-black while pulsatile blood flow was still observed and then returned to normal. When depression of the button was attempted, the button would not depress at all. The indicator window was not showing solid black at this time, but it did show red color during retraction. The device was attempted to be deployed outside the patient¿s body, and the button could be depressed by applying a large force. After the procedure, the femoral artery puncture point was blocked, using an exoseal. A 5f non-cordis sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, and access vessel tortuosity was mild. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was a hepatic arteriography and transcatheter hepatic artery embolization with a retrograde approach used. The patient's body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but were not provided. The device was not returned as previously expected for evaluation.